Manufacturer narrative:
The compact monitor was repair by hospital biomed. The battery was replaced, issue resolved. This report is complete, and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2020, that when running on batteries the monitor shuts of after a few minutes and then can be turned on again for a few minutes and shuts off again and it never indicates the batteries are low but the event log repeatedly shows power shutdown meessages less than 3 minutes? Biomed who stated that the issue occurred during transport and they powered back on the monitor until they got to their destination when it was replaced and sent to biomed. The batteries were replaced to resolve the issue. No injury was reported with this event.